Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed therapy electrode recognition testing. Upon evaluation, there was an open pulse wire inside the trunk cable. The cause of the constant gong alarms and incoming test failure is the open wire. The root cause of the open wire is excessive force placed on the cable. Monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. During evaluation, the belt receptacle was found to be contaminated. The contamination cannot be ruled out as a potential contributing cause of the service code 204. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective electrode belt or monitor.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and constant gong alarms.